Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. The reported stent break could not be confirmed. The balloon was tightly folded. The stent implant was stationary on the balloon between the markers. The hypotube was separated distal to the strain relief. The separated portion including the hub were returned. The fracture face was oval shaped. There was no damage noted to the stent as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. In this case, it is likely that the stent delivery system interacted with the patient¿s anatomy and an accessory balloon catheter during advancement, as resistance was noted, resulting in the reported failure to advance. Manipulation of the device during its interaction likely resulted in the separated hypotube discovered during return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The lesion was pre-dilatated with an unspecified balloon and a 3.5x23mm xience sierra drug eluting stent (des) was advanced; however, it could not cross the anatomy. The stent became ¿fractured¿ and was removed inside the guide catheter without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.